Event description:
Title: contaminated slush drape. A pt was undergoing coronary artery bypass grafting x 6 and intraoperative transesophagel echocardiography. Iced saline slush was used topically to supplement the myocardial protection. The wound was rinsed with saline containing antibiotics, and closed in routine fashion. After the case was completed the slush machine drape was removed. Lactated ringer's solution was discovered in the slush machine basin. No visible hole in the drape was observed. According to operating room staff, the slush used during the case was contaminated. There are no known effects to this pt due to the use of lactated ringer's solution instead of normal saline as the slush solution.